Event description:
It was reported to philips that while inserting a catheter for an angioplasty procedure, the user made contact with the c-arm, and the system stopped moving. The customer reported that the system reboot took a long time, however the procedure was completed successfully. The report indicated that there was a serious injury; however, no further information regarding the harm has been provided to date. An investigation into this complaint has been initiated by philips.